Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the second firing with seam guard the surgeon pulsed the device one time and a crunch noise was heard. The device completed the firing sequence. After the device was removed from the tissue it was noticed that the staples on the patient side were not formed. The surgeon over sewed the staple line. Another device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis found that one device was returned in good visual condition and with a reload present. Upon evaluation of the cartridge, it was noted to have the right side fully fired; left outer row fully fired and two left inner rows partially fired. In addition, drivers, cartridge pan and one piece sled were noted damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A second reload was received and reload was disassembled to verify the condition of the internal components and it was found that cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. An intra-operative photograph was received. Photographic evidence of the black staple cartridge with double buttressing, and the inner two staple rows on the patient side did not properly deploy were observed. However the photographs do not provide evidence relative to what may have caused the incomplete staple deployment or the sources of the black plastic. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. Echelon straight/flex: asku. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized?yes if so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Crunch. If so, when? When the second firing was started. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. A surgical photographic was reviewed and it is believed the inner two staple rows patient side did not properly deploy and partially supports the event description of this complication. However the photographs do not provide evidence relative to what may have caused the incomplete staple deployment or the sources of the black plastic.